Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2; -6.50/+2.50/109 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced excessive vaulting; blurry vision and the lens was exchanged on (B)(6) 2022 but this did not resolve the problem. It was later clarified that the patient still has fuzzy vision; pupils are dilated and prk surgery was performed. Patient still has blurry vision. Cause of the event was reported as "other- unexpected short cillary sulcus space". See MDR# 2023826-2022-00177 for replacement lens claim.

Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned in liquid in a specimen cup. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).